Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired. The cause of death is unknown. The device was found to have reached its normal end of service (eos) period prior to the patient's death. No device malfunction or premature battery depletion was suspected. The device was not returned for evaluation. Additional information was requested but was not received.